Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6). The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: an active fixation quadripolar left ventricular lead for cardiac resynchronization therapy with reduced postoperative complication rates. Journal of cardiovascular electrophysiology. 2022; 33:458¿463. Doi: 10.1111/jce.15346. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding active fixation quadripolar left ventricular leads. The article reports patients who were implanted with active or passive fixation quadripolar leads. Some patients experienced hematomas which required revisions, coronary sinus dissections, phrenic nerve stimulation with reprogramming, and one patient had an infection which required an explant. There were dislodgements of left ventricular (lv), right atrial (ra), and right ventricular (rv) leads which were reprogrammed or required revision or replacement. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.